Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that yesterday morning they woke up to a burning, painful sensation at ins site. The patient stated that the pain came on suddenly and they had never experienced that before. The patient was taking medication for the pain, noting that the medication was just taking the edge off to make the pain tolerable. The patient asked what could be causing the pain. Agent asked about the circumstances that led to the reported event and the patient mentioned that they met with a new bladder doctor last week to "try to get it out," but the patient did not say if the hcp actually attempted to explant the ins. The patient already called their new bladder doctor and spoke to their nurse, and the nurse told the patient they would need to call medtronic before they follow up with the patient. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to patient registration services to update the patient's managing healthcare provider information.